Event description:
Healthcare professional reported right side rupture of the device, discovered on mammogram. Device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on device in the posterior side assessed as a surgical impact opening (shell thickness was within specification). Pain: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles observed on the surface of the shell. Stress marks. Non-penetrating nicks. Wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture of the device, discovered on mammogram. Device has been explanted.

Event description:
Healthcare professional additionally reported "patient experienced pain/discomfort in right breast from 2021."